Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. There were no unknown or other errors observed during our evaluation. The customer's report of an error seems be related to the device making quick breath sounds from the compressor. The unit was found to be set to pressure targeted mode and the device should behave in this manner while in this setting. This is not an indication of a device malfunction and is normal operation of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.